Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated their blood glucose was 379 mg/dl. The customer stated they have reported the no delivery issues in the past. Customer stated they were unable to receive a bolus due to the no delivery alarm. Customer also reported they have tried different infusion sets with the same reservoir, but the alarm persisted. The customer declined to return the insulin pump for analysis.